Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This report is filed for leak/loss of fluid column in the steerable guide catheter which has the potential to cause or contribute to air leak. It was reported that the patient underwent a procedure to treat degenerative mitral regurgitation of grade 4+. During the procedure, one mitraclip was successfully implanted. A second mitraclip was then prepared for use and advanced through the same steerable guide catheter (sgc) that was used with the first mitraclip; however, when the mitraclip was advanced out of the sgc to straddle and the "m" knob was applied, the clip moved in the opposite direction. The blue alignment markers were confirmed to be in alignment. The cds was removed from the patient anatomy; however, some resistance was noted with the hemostasis valve on the sgc. The cds was able to be removed. It was noted that there was a loss of fluid column in the sgc. Aspiration attempts were made, but the fluid column would only hold for an instant and was then lost again. It was thought that the hemostasis valve was damaged during removal of the cds. The sgc was removed without difficulty and a new sgc (second sgc) was inserted. A new cds (third cds) was then advanced and the mitraclip implanted. The mitral regurgitation was reduced to grade 1+. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information was received, indicating that during removal of the clip delivery system (cds), the clip caught on the tip of the steerable guide catheter (sgc), but no damage was noted to the soft tip of the sgc. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a cause for the reported difficulty removing the cds from the sgc and loss of fluid column. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.